Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that, during surgery, a fast-fix 360 failed in sewing the meniscus. It was impossible to retrieve the staples from the patient. Surgery was completed with an arthrex device and a surgical delay of less than 30 minutes. No further complications were reported. No further information available.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.